Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Dysphagia began 20 days after anti-reflux procedure. Uneventful device explant on (B)(6) 2013. Device found in correct position and geometry. Pt condition after explant indicates dysphagia is resolved.